Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assemblies. Insulin pump was received with corroded motor home switch. Insulin pump was received with cracked case minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump did not respond to battery and battery cap change. The insulin pump was returned for analysis.